Event description:
Procedure type: low anterior resection. According to the reporter: while using two 5.5mm short secondary ports during the surgery, a gray seal from one of the devices fell into the cavity. The fallen pieces were all retrieved. The procedure was completed. No tissue damage. No bleeding. Extended or time was not available. No patient injury was reported. Patient status is fine.

Manufacturer narrative:
Date initial report sent: 07/09/2008.